Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the returned blade is in good condition and no damages or wear marks are visible. There are no signs of misuses visible. The blade was returned in a locked position. A functional test was performed and has shown that the blade works as intended. It was possible to lock and unlock the blade without any problems. Therefore the complaint condition can not be confirmed. As the complaint cannot be replicated with the returned device the in the investigation flow listed remaining investigation steps are not required. The returned blade is in good condition and no damages and wear marks are visible. There are no signs of misuses visible. The blade was returned in a locked position. This lot was manufactured in february 2019 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. As the part is fully functional we are not able to determine the exact cause which has let to this complaint. We can only assume that a handling error (move in the wrong direction) has led to the problem. Device history lot part: 04.027.033s, lot: 3l35989, manufacturing site: bettlach, release to warehouse date: 11.feb.2019, expiry date: 01.feb.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a proximal femoral nailing procedure on (B)(6) 2019, when placing a proximal femoral nail antirotation (pfna) blade, the surgeon tried to block the blade with the insertion handle it did not block. Another blade was used to complete the procedure. The procedure was completed successfully with about ten to fifteen (10-15) minutes surgical delay. There was no adverse consequence to the patient reported. Concomitant devices: insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a pfna blade. This is report 1 of 1 for (B)(4).